Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported she was hospitalized with hypoglycemia. Customer's blood glucose at time of admission was 53 mg/dl. Leading to the admission, customer felt shaky and her blood glucose kept dropping. The customer stated she had lost weight and the insulin pump settings should have been modified. Customer declined to return the device for analysis.